Event description:
The physician was attempting to implant a resolute integrity drug eluting stent in the mid lad which was reported to exhibit mild tortuosity, was significantly calcified with 90% stenosis. There was a non-medtronic stent already implanted in the vessel. It was reported that the resolute integrity got caught on the previously deployed stent, during attempted advancement. The damaged resolute was successfully removed from the patient with no clinical sequelae reported. The lesion was re-dilated and another resolute stent was implanted.

Manufacturer narrative:
Evaluation results and conclusions: failure to deliver the stent and stent deformation. Previously deployed stent prevented advancement inside the vessel and caused the stent damage. Device or procedural images not provided for review. (B)(4).

Manufacturer narrative:
(B)(4).